Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the is-1 connector pin. Two fragments of together 64 cm length were received for analysis. A medial fragment of approx. 2 cm length was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection showed the ligature marks approx. 43 cm proximal to the lead tip. Further analysis revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments revealed a kinked fixation helix covered with calcified tissue what could have contributed to the clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 72 months, oversensing with t-wave was reported.